Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant, intermittent noise was noted on both the right atrial and right ventricular lead. The noise was noted to inhibit pacing which fell below the programmed lower rate limit. No noise was observed during manipulation at the pocket site. The noise was often seen when the patient was at rest. It was suspected that either the lead insulation was damaged during the recent device changeout procedure or the device had an anomaly. Reprogramming was performed to change the lower rate and ventricular sensitivity and a revision procedure was planned. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the revision procedure, no insulation damage was noted on the right ventricular lead. A portion of the lead was cut and explanted. The rest of the lead remains in the patient. The device was explanted and replaced.